Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer hit the pump on an object while sleeping and woke up to a shattered touch screen. Customer is unable to interact with the pump to deliver a bolus. Customer's blood glucose was between 100-200 mg/dl. Reportedly, customer continued to use current pump and also reverted to manual injections for insulin therapy.